Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was miscalculating bolus deliveries. Customer's blood glucose level was 90-350 mg/dl. The customer declined further troubleshooting with tandem technical support.